Event description:
It was reported that: "when surgeon determined the size of implant he needed, I provided the box which was wrapped in plastic from stryker with no visible damage to either box or wrapping. The implant was opened by the operating room circulator. When inner box was opened revealing the implant, the operating room circulator noticed that the implant was poking out of the sterile wrapping. The box nor the implant was passed to the sterile operating room field. No contamination occurred as a result. The surgeon requested another nail and we proceeded". Consequences included additional reaming for the larger needed that increased operating room time.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.